Event description:
A report was received that the patient was experiencing pain. It was noted that the way the ipg was positioned might be causing the pain and it was hitting the nerve. Computerized tomography (CT) scan was taken and results did not show anything related to the device. An injection was administered to the patient.